Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-05473. It was reported the patient had one of her scs system's lead migrate and was replaced. X-ray confirmed the lead migrated. Postoperatively, effective stimulation therapy was reportedly confirmed. It was undetermined which of the patient's leads was liable. All possible devices are being reported.